Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the "vent inoperative 1007 machine and proximal pressure sensors failed" alarm occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02oct2018. Date of manufacturer: 01oct2018. Philip's international service technician was unable to confirm the reported issue. However, the occurrence of "vent inop error 1007" (ventilator inoperable) was confirmed in the error log. The service technician replaced the data acquisition (da) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 25nov2018. The motor controller (mc) printed circuit board assembly (pcba) and data acquisition (ca) pcba were returned to philips for failure analysis. The mc and da pcba were installed on a known good testing unit. The unit was run for several days with no issues identified. The alleged issue could not be replicated.